Event description:
It was reported that patient had tlif at l4-l5 using peek device/ infuse bone graft. Approximately 31/2 months post op. Patient presented with severe pain and radiculopathy. MRI showed a fluid collection. A reopertion was performed the next day to drain fluid. Patient has recovered.it is unknown if the infuse bone graft contributed to the reported event, but we are filing this MDR out of an abundance of caution.